Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had small r-waves. The rv sensing vector was changed and the lead remains in use. Since that time, neither the left ventricular capture management or r-wave measurements have run. Remote transmissions were reviewed and it was noted that this was occurring per device programming. The device remains in use. No patient complications have been reported as a result of this event.